Manufacturer narrative:
Additional h-3 summary: an empty opened overwrap and one empty labeled winding former of product code w8807, lot mph274 were returned for evaluation. As no needle or suture was returned for evaluation, we are unable to investigate further to the issue of ¿the needles are coming off with the minimal pressure making them unusable". Two empty opened boxes and seventeen unopened samples of product code w8807, lot mph274 were returned for evaluation. The complaint sample was not returned. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mph274-w8807 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needles pull off the suture threads? In the package/during product removal from package/during use on patient? How was case completed?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle is coming off with the minimal pressure making it unusable. There were no adverse patient consequences reported.